Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2018-00077.

Event description:
2 of 2 reports. A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp slipped. Additional information was received on (B)(6) 2018 indicating that on (B)(6) 2018, the device was used on a craniotomy for tumor removal procedure. The patient was in a supine position and was not repositioned at any time during surgery. The patient incurred a wound laceration which was then stapled. The length of time the device was in use was forty (40) minutes before the event occurred. There was surgery delay however it did not cause any impact to the patient. The device was removed from the field and replaced.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure unit did not slip. Preventative maintenance and cleaning required at this time. Unit was received with the deposable pins. The manufacturing build records were reviewed and no issues were found. Service records reviewed: previous services jul2016 and may2017. The complaint reported cannot be confirmed. The root cause is undetermined at this time.